Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-aug-2019 with the following findings: a review of the pump¿s black box showed evidence of loss of prime events with zero force. During testing, the force sensor was unable to detect force, duplicating the loss of prime issue. The force sensor calibration was found to be out of specification. The pump was returned with a cracked battery compartment under the grip pad. The pump cover was removed and evidence of moisture corrosion was found inside the force sensor housing and on the flex pins.